Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to a charge time of 19.7 seconds, while at a battery monitoring voltage of 2.67 v. The device has been implanted for approximately 47 months. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
The boston scientific technical services department advised that the device should be replaced within 90 days of eri declaration. Subsequently, the device was successfully replaced and returned for analysis. Analysis of this device is currently in progress. This event will be updated as additional information becomes available. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.